Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile saline breast prosthesis and experienced breast pain and deflation on the right side post-operatively, which was confirmed during an in office exam. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On june 01, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and device migration. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On june 12, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On february 11, 2022, mentor became aware that the updated customer's date of birth was erroneously omitted from the previous report. The date of birth in section a2 of this report has been updated to (B)(6)1969. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information regarding the customer's complaint. The reported that her implanted had shifted before the deflation. Mentor updated the complaint's coding for accuracy. All relevant fields have been updated. Manufacture's reference number: (B)(4).